Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implantation procedure, the patient was not happy with vision, color difference, blurry vision and a report of not being satisfied with iol distortion. An iol exchange has been planned. Additional information has been requested.